Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the surgical re-operation required for suture removal? Was the re-suturing required and performed ? Was the prescription medication administered to treat post-op inflammation? Please specify. What was the appearance of the suture during the suture removal? Were all symptoms recovered after suture removal? Product code? Lot number 20161028 is not recognized in our database please verify all answers are unattainable additional information requested.

Event description:
It was reported that a patient underwent a right foot laceration repair procedure on an unknown date and suture was used. It was reported that the patient suffered from erythema and inflammation on the wound post operatively. Debridement and removal of suture knot were given to the patient on (B)(6) 2020. No additional information could be provided.